Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient was admitted to the emergency room on (B)(6) 2017 complaining of fatigue and generalized weakness, symptoms of gastrointestinal (gi) bleeding. Patient was transfused one unit of packed red blood cells (prbc) and discharged home. Patient was readmitted on (B)(6) 2017 for gi bleed, was transfused two units of packed red blood cells (prbc) and discharged home on (B)(6) 2017. Site states this is possibly related to device. Event has been resolved. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event. It was reported that on (B)(6) 2017, patient's wife called the nurse stating patient was showing signs of bleeding, was feeling fatigued, looked pale, and flows dropped to 4.2 l/min from 4.8 l/min. Also stated that the patient was going to the hospital for lab tests. On the same day, nurse called the patient and instructed to go the emergency department (ed) for treatment of possible gastrointestinal (gi) bleeding. Upon arrival at the ed, patient reported frequently feeling more fatigued and having generalized weakness recently. Patient had also noted to have darkening of stool, denied having any gross hematochezia and reported having mild lightheadedness on standing. Patient was transfused with 1 unit of packed red blood cells (rbcs) and was discharged home. On (B)(6) 2017, patient returned for evaluation and reported having persistent dizziness and lightheadedness. Patient was admitted for close monitoring and transfused one unit of packed rbcs. On (B)(6) 2017 patient received a second unit of packed rbcs. On (B)(6) 2017 patient was discharged home. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report as received stating a patient was admitted to the emergency room on (B)(6) 2017 complaining of fatigue and generalized weakness, symptoms of gastrointestinal bleeding. Patient was transfused 1 unit of packed red blood cells (prbc) and discharged home on (B)(6) 2017.